Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer shut down the station, inspected the rails and components, reconnected loose sensors, and replaced damaged rail bumpers; the station was then rebooted with no error messages observed, and the hardware testing application confirmed successful opening and closing of drawers and cubies, allowing the customer to access medication. The system functioned as intended a field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawers 4.1, 4.2, 5.1 and 5.2 were failed to open/close and unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.